Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the issue. After the device passed functional and performance testing, it was returned to the customer for use.

Event description:
It was reported to physio-control that, "monitor will shut off when moved." In this state, the device may not be able to perform defibrillation therapy if needed. There was no patient involvement associated with this event.